Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was replaced, and the unit was returned to service. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.